Event description:
Clinic notes for the patient were received in which it was indicated that the patient was having left shoulder pain and CT did not provide adequate explanation for the pain. It was indicated to likely be cauterization of tissues in the pectoralis major or rotator cuff related to vns. No known surgery has been reported to have occurred to date. No additional relevant information has been received to date.